Event description:
It was reported to a physio-control customer care representative that the customer's device displayed the service indicator icon in the readiness display when the device was removed from its shipping box. Upon further evaluation, it was observed that the device would not recognize a shockable rhythm and would therefore not provide defibrillation therapy when required. There was not patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device would not recognize a shockable rhythm and would therefore not charge and deliver defibrillation energy. A cause of the reported failure could not be determined. A replacement device was provided to the customer under warranty.